Event description:
A us distributor reported that a patient's electrode belt had bent pins or damaged e-belt connector.

Manufacturer narrative:
Device evaluation of belt has been completed. The reported problem (bent pins or damaged e-belt connector) was confirmed. Upon investigation, the pins in the trunk cable connector were bent, preventing the belt from plugging into the monitor. The root cause of the physical damage to the bent pins was unable to be positively identified. There was no adverse event that resulted from the damaged belt.